Event description:
A customer reported to baxter (B)(4) that the clean flash alarmed when they connected the transfer set with the twin bag. The customer noticed a gap between the port of the twin bag and the spike. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for connection issue with a transfer set was not confirmed and the root cause could not be determined. One used set was received for evaluation with no cap on the spike and no cap on the patient connector in reference to the connection issue. Functionally, the set was hand tightened with a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted.